Event description:
It was reported that a sling procedure was performed in 2002. The procedure was performed via the vaginal route. During the procedure, the bladder was punctured on the right side but did not require repair. The needle was reinserted and the tape successfully placed. On the left, needle insertion was uneventful. A foley catheter was placed due to the bladder puncture. Upon reversal of the spinal anesthesia, the patient reported severe, debilitating left inner-thigh pain. Pt was unable to walk or bear weight on the left leg. Pt was discharged on analgesics. Following three days of observation, physician disagnosed an obturator nerve syndrome and recommended removal of the tape. Under local anesthesia the physician made a vaginal incision and pulled out the tape intact and without difficulty. The patient's pain resolved immediately and patient walked home from the surgery. The physician believes that the sling was in contact with and irritating the left obturator nerve, causing the patient's symptoms.